Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Using the pod 5 / page 49: the pod will only beep if you have filled it with at least 85 units of insulin. If you have filled the pod with more than 85 units and still do not hear the 2 beeps, please call customer care. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) fell to 39 mg/dl while wearing the pod on the hip/buttocks. Patient self treated with crackers, juice, and a banana and then went to the hospital. Upon arrival, patient's bg was 86 mg/dl, however, "continued to drop." Treatment provided consisted of a "banana bag" (patient described this to consist of "vitamins), urinalysis, and an electrocardiogram (EKG). It should be noted that the patient did not hear a double beep after filling the device, however, continued to use. At the time this event was being reported to insulet, the patient was still wearing the pod in question. Current bg reading was 251 mg/dl and patient was "comfortable" with this reading.